Manufacturer narrative:
Based on new information provided the event is deemed not reportable.

Event description:
Additional information: after the microcatheter was in place, the coil could not move forward, and the physician speculated that the microcatheter might be bent. The procedure was completed after the microcatheter was replaced.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the microcatheter tip was broken and a new microcatheter was used to complete the procedure. No reported injury to the patient.